Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding an intrathecal drug delivery pump. It was reported that a pending alarm occurred. It was reported that logs showed a motor stall with recovery the following day on (B)(6) 2017. No patient was involved and therefore no symptoms reported. No further complications were reported/anticipated. Additional information was received from the manufacturer representative. It was reported that the device was put in the mail on (B)(6) 2017.

Manufacturer narrative:
Correction- the returned pump passed all functional testing in the laboratory. No anomalies were identified. Evaluation codes updated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the time of the event, the pump contained water.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the version of the software card in the physician programmer was aau. No further complications were anticipated/reported.